Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working as intended. The physician performed a cystoscopy and determined there was a fluid leak from the device. There has been no surgical intervention, and there were no patient complications reported.